Event description:
It was reported that on (B)(6) 2014 the patient experienced a seizure and was admitted to the hospital. The neurologist wanted the pump interrogated to confirm function. The pump was delivering baclofen. No intervention or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the seizures were not connected to the baclofen medication or the pump. There had not been any diagnostics or interventions related to the patient&#38112;infusion system. The healthcare professional (hcp) was unaware of how the patient was doing at the time of the call.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).